Event description:
Medical affairs spoke to the reporter and obtained the following information: three weeks ago the pt woke up with a headache. They took their epilepsy medicine and became unresponsive. Family member tested pt on family member and obtained an error message. They replaced the batteries and tried to test pt again and received another error message they gave pt some soda and their pt was still unresponsive. Reporter contacted their other family member who lives a block away and went to their house and tested pt on another family member non-lfs meter and received a 46 mg/dl. Reporter took their family member to the hosp and claim they were diagnosed as having " low blood glucose". They were treated with a "shot and given under their tongue". Reporter does not recall what error message they received on their family member meter. Based on the information provided, this case is being reported as an adverse event, since the pt suffered a serious injury and the meter may have contributed to the serious injury, since the pt received an error message. The error message caused a delay in treatment for the pt. There is no evidence of a malfunction,since the reporter does not recall what error message she received.

Event description:
Three weeks ago the pt woke up with a headache. She took her epilepsy medicine and became unresponsive. Family member tested her on her meter and obtained an error message. She replaced the batteries and tried to test her again and received another error message. She gave her daughter some soda and her daughter was still unresponsive. Reporter contacted her family member who lives a block away and went to her house and tested her on her family member's non-lfs meter and received a 46 mg/dl. Reporter took her daughter to the hosp and claims she was diagnosed as having "low blood glucose". She was treated with a "shot and given someting under her tongue". Reporter does not recall what error message she received on her the pt's meter. Based on the information provided, this case is being reported as an adverse event, since the pt suffered a serious injury and the meter may have contributed to the serious injury, since the pt received an error message. The error message caused a delay in treatment for the pt. There is no evidence of a malfunction, since the reporter does not recall what error message she received.